Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for multiple back operations and spinal pain. It was reported that the battery hasn't been working for over 3 years. The caller said the remote isn't charged to be able to put the device into MRI mode. No symptoms or further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.